Manufacturer narrative:
(B)(4). Returned product consisted of a nc quantum apex balloon catheter. There was blood in the inflation lumen and balloon. Magnified inspection revealed a pinhole in the balloon wall 2mm from the proximal edge of the distal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the radiopaque (ro) marker that could have contributed to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly tortuous and moderately calcified proximal left circumflex artery. A 8mm x 4.00mm nc quantum apex¿ balloon catheter was advanced to the lesion for dilation. The balloon was inflated however it ruptured. The device was removed and no segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.